Event description:
It was reported that after a percutaneous intervention of the left iliac artery, arteriotomy closure of a moderately calcified right common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. The device was removed over a guide wire and a second proglide device was attempted. To maintain vessel access, a guide wire was reinserted into the guide wire port of the proglide device. After advancing the knot to the artery, pulsatile blood flow continued. The suture was removed and a third proglide was used to achieve hemostasis. A couple hours after arteriotomy closure re-bleeding of the access site occurred. Manual arterial compression was applied to achieve hemostasis. The next day the patient developed right leg pain. An angiogram performed revealed that the vessel was totally occluded proximal to the arteriotomy site. The occluding material was not specified. An endarterectomy was performed and the vessel was surgically repaired and sutured to achieve hemostasis. The patient was held for observation overnight and discharged to home the next day. The physician believed that the occlusion proximal to the arteriotomy site was caused by the incorrect application of manual arterial compression. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two perclose proglide devices are being filed under a separate medwatch manufacturer report numbers. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Based on the reported information and the inspection criteria, a definitive cause for the reported event and associated patient effects could not be determined, however, it was reported that the common femoral artery of the patient was moderately calcified which may have been a contributing factor. Per the special patient populations section of proglide device instructions for use; the safety and effectiveness of proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site.